Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic cramping') in a 32-year-old female patient who had essure (batch no. B21585-inv ,b21582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopy in 2002, muscle cramps, irritability, irregular menstruation, tiredness and bruising. Previously administered products included for an unreported indication: jolessa. Concurrent conditions included endometriosis since 2004, overweight, ovarian cyst and chest pain. Concomitant products included esomeprazole since 2013, ferrous gluconate (loesan fe) since 2013, hydrocodone, norethisterone acetate (norethindrone acetate) since 2013, rizatriptan benzoate (maxalt) since 2013 and topiramate (topamax) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual bleedings/prolonged abnormal menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("vaginal bleeding"), 11 days after insertion of essure. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and breast pain ("breast pain"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (pain during intercourse)"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety") and mood swings ("mood swings"). On (B)(6) 2014, the patient experienced headache ("headache") and migraine ("migraines"). In (B)(6) 2014, the patient experienced weight fluctuation ("weight gain / weight loss"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced arthralgia ("joint pain") and swelling ("swelling"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced rash ("rash") and erythema ("redness"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced hypoacusis ("hearing impairment"), the first episode of visual impairment ("visual impairment"), hearing disability ("hearing") and the second episode of visual impairment ("visual impairments") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal discharge, abdominal pain, back pain, dyspareunia, weight fluctuation, hypoacusis, headache, fatigue, vaginal haemorrhage, depression, anxiety, mood swings, rash, erythema, migraine, tooth disorder, allergy to metals, dysmenorrhoea, hearing disability, the last episode of visual impairment, alopecia, arthralgia, swelling, breast pain and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, breast pain, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, hearing disability, hypoacusis, menorrhagia, migraine, mood swings, pelvic pain, rash, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of visual impairment and the second episode of visual impairment to be related to essure. The reporter commented: plaintiff has a desire and intention to have the essure device removed and is investigating her options conceming removal of the device. The patient reports she has constant abdominal pain since she had the e-sure birth control placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. On (B)(6) 2014,hysterosalpingography. On (B)(6) 2013, gynecological ultrasound showed small rt ovarian follicular cyst. Rt essure coil seen at edge of ut (in place). Lt essure coil seen extending through myometrium from endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: update of information (batch is not valid) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic cramping') in a 32-year-old female patient who had essure (batch no. B21585-inv ,b21582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopy in 2002, muscle cramps, irritability, irregular menstruation, tiredness and bruising. Previously administered products included for an unreported indication: jolessa. Concurrent conditions included endometriosis since 2004, overweight, ovarian cyst and chest pain. Concomitant products included esomeprazole since 2013, ferrous gluconate (loesan fe) since 2013, hydrocodone, norethisterone acetate (norethindrone acetate) since 2013, rizatriptan benzoate (maxalt) since 2013 and topiramate (topamax) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual bleedings/prolonged abnormal menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("vaginal bleeding"), 11 days after insertion of essure. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and breast pain ("breast pain"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (pain during intercourse)"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety") and mood swings ("mood swings"). On (B)(6) 2014, the patient experienced headache ("headache") and migraine ("migraines"). In (B)(6) 2014, the patient experienced weight fluctuation ("weight gain / weight loss"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced arthralgia ("joint pain") and swelling ("swelling"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced rash ("rash") and erythema ("redness"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced hypoacusis ("hearing impairment"), the first episode of visual impairment ("visual impairment"), hearing disability ("hearing") and the second episode of visual impairment ("visual impairments") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal discharge, abdominal pain, back pain, dyspareunia, weight fluctuation, hypoacusis, headache, fatigue, vaginal haemorrhage, depression, anxiety, mood swings, rash, erythema, migraine, tooth disorder, allergy to metals, dysmenorrhoea, hearing disability, the last episode of visual impairment, alopecia, arthralgia, swelling, breast pain and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, breast pain, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, hearing disability, hypoacusis, menorrhagia, migraine, mood swings, pelvic pain, rash, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of visual impairment and the second episode of visual impairment to be related to essure. The reporter commented: plaintiff has a desire and intention to have the essure device removed and is investigating her options conceming removal of the device. The patient reports she has constant abdominal pain since she had the e-sure birth control placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. On (B)(6) 2014,hysterosalpingography. On (B)(6) 2013, gynecological ultrasound showed small rt ovarian follicular cyst. Rt essure coil seen at edge of ut (in place). Lt essure coil seen extending through myometrium from endometrium. Lot number b21585 is invalid. Lot number: b21582 manufacture date: 2013-04 expiration date: 2016-04. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-jun-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic cramping') in a (B)(6)-year-old female patient who had essure (batch no. B21585 inv, b21582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopy in 2002, muscle cramps, irritability, irregular menstruation, tiredness and bruising. Previously administered products included for an unreported indication: jolessa. Concurrent conditions included endometriosis since 2004, overweight, ovarian cyst and chest pain. Concomitant products included esomeprazole since 2013, ferrous gluconate (loesan fe) since 2013, hydrocodone, norethisterone acetate (norethindrone acetate) since 2013, rizatriptan benzoate (maxalt) since 2013 and topiramate (topamax) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual bleedings/prolonged abnormal menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("vaginal bleeding"), 11 days after insertion of essure. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and breast pain ("breast pain"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (pain during intercourse)"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety") and mood swings ("mood swings"). On (B)(6) 2014, the patient experienced headache ("headache") and migraine ("migraines"). In (B)(6) 2014, the patient experienced weight fluctuation ("weight gain / weight loss"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced arthralgia ("joint pain") and swelling ("swelling"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced rash ("rash") and erythema ("redness"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced hypoacusis ("hearing impairment"), the first episode of visual impairment ("visual impairment"), hearing disability ("hearing") and the second episode of visual impairment ("visual impairments") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal discharge, abdominal pain, back pain, dyspareunia, weight fluctuation, hypoacusis, headache, fatigue, vaginal haemorrhage, depression, anxiety, mood swings, rash, erythema, migraine, tooth disorder, allergy to metals, dysmenorrhoea, hearing disability, the last episode of visual impairment, alopecia, arthralgia, swelling, breast pain and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, breast pain, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, hearing disability, hypoacusis, menorrhagia, migraine, mood swings, pelvic pain, rash, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of visual impairment and the second episode of visual impairment to be related to essure. The reporter commented: plaintiff has a desire and intention to have the essure device removed and is investigating her options concerning removal of the device. The patient reports she has constant abdominal pain since she had the e-sure birth control placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. On (B)(6) 2014, hysterosalpingography. On (B)(6) 2013, gynecological ultrasound showed small rt ovarian follicular cyst. Rt essure coil seen at edge of ut (in place). Lt essure coil seen extending through myometrium from endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new reporter added. Removal added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.